Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting occurred during a vitreoretinal procedure. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
No sample returned for investigation. The finish goods consumable pak was manufactured with three component probe lots. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. The manufacturer internal reference number is: (B)(4).